Event description:
(B)(6) from md office reports pump broke however no further details reports. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, no further info reported. Diagnosis for use: parkinsonism.